Event description:
The customer reported a motor error alarm. The blood glucose reading was 242 mg/dl. Prior to the event, the patient was doing an infusion set change and a manual prime. The insulin pump was not dropped or exposed to a strong magnetic field. The customer was assisted with clearing the alarm. The unit was able to rewind. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed the motor test. No motor error alarm noted. The unit was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.